Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date ((B)(6) 2021) since date of data collection was not provided. Device was implanted at time of event. Article information: eyal nof et al. Europace (2022) 24, 598¿605. Http://dx.doi.org/10.1093/europace/euab272. Davidai arrhythmia center, sheba medical center, ramat gan, israel. Manufacturer's investigation conclusion: a direct relationship between the heartmate 3 devices and the reported ventricular tachycardia, hemorrhagic stroke, and complete atrioventricular block could not be conclusively determined through this evaluation. The heartmate 3 device serial numbers and other specific case/patient information is not available and was not requested. No product was evaluated under this complaint. The heartmate 3 lvas instructions for use (IFU) (rev. G) is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia, bleeding, and stroke as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The date of the event has been entered as the published date as the date of data collection was not provided. It was reported through the research article titled ¿heartmate 3: new challenges in ventricular tachycardia ablation¿ identifying that heartmate (hm) 3 may be related to cardiac arrhythmia. This was a retrospective study, which evaluated a total of 19 hm3 patients that had undergone ventricular tachycardia (vt)/ventricular fibrillation (vf) ablation. Demographic data showed that 42% had history of atrial fibrillation and 89% patients had a history of vt prior to left ventricular assist device (lvad) implant. The elimination of the clinical vt was achieved in 15 cases (83%). Post-ablation programmed ventricular stimulation (pvs) was performed in all cases and the non-inducibility of any vt was reached in 10 (56%). Success rates were similar in patients with ischemic and non-ischemic cardiomyopathy. A single patient developed complete atrioventricular block and sustained a stroke complicated by the hemorrhagic transformation. Ten patients (55%) were discharged with antiarrhythmic treatment. Over a median follow-up of 492 days, 6 (33%) patients presented with recurrent vts and underwent a repeat vt ablation. Two patients underwent heart transplantation, one of whom died from surgical complications within a day. Another patient died more than a year after the procedure. Severe electromagnetic interference was also presented on the surface electrocardiogram. Related death MFR #: 2916596-2022-11243. Related malfunction MFR #: 2916596-2022-11245.